Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure but did not require a chest tube. The patient was hospitalized overnight and released although the hospitalization was planned prior to the procedure. Multiple biopsy tools were used during the procedure however the event was not attributed to any specific tool. If additional information pertinent to the incident is obtained a follow-up report will be submitted.